Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's friend or family member that the implantable cardioverter defibrillator (ICD) was audibly toning every few hours. The cadence of the toning as described by the call-taker is indicative of a high-voltage lead integrity issue. There is no additional information currently available as to the specific issue. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported via follow-up that the ICD was toning due to electromagnetic interference (emi) and that the patient experienced syncope due to inhibited pacing induced by the emi. No further patient complications have been reported as a result of this event.